Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus bl 22ga x 0.75in qsyte non-pvc experienced leakage at adapter and tubing during use. The following information was provided by the initial reporter: it's noticed that leakage between ext. Tubing nd adapter after complete penetration.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8042416. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that the pegasus bl 22ga x 0.75in qsyte non-pvc experienced leakage at adapter and tubing during use. The following information was provided by the initial reporter: it's noticed that leakage between ext. Tubing nd adapter after complete penetration.